Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. Following insertion of the sheath into left the atria, resistance was encountered while inserting a non abbott catheter. The catheter was able to be inserted into the sheath, however a blood leak was noted from the hemostasis valve. The sheath set was replaced and the procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8f swartz braided introducer sheath and dilator were received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.